Event description:
Caller reported a cartridge alarm 30 occurred during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Cts confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump.